Event description:
It was reported that pump alarmed at 0030. The patients bumex bag was empty unexpectedly early. The patient's blood pressure was checked and 119/77 mmhg and all other vital signs stable. Changed the pump and a new bag of bumex was hung. Patient had 4 liters of urine out and urine output was monitored closely as well as electrolytes. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that pump alarmed at 0030. The patients bumex bag was empty unexpectedly early. The patient's blood pressure was checked and 119/77 mmhg and all other vital signs stable. Changed the pump and a new bag of bumex was hung. Patient had 4 liters of urine out and urine output was monitored closely as well as electrolytes. There was no patient harm.